Event description:
The reporter stated that he did meter to lab comparison tests. His am fasting blood glucose test was 97 mg/dl. He went to the lab and 1 hour and 45 minutes later, the lab test result was 173 mg/dl. He did not have any symptoms. On followup, he stated that he sometimes has difficulty getting confirmation dot to turn completely blue. He compares to the color chart on vial. His control solution had been open for over 4 months, so no testing was done. The lifescan representative reviewed coding, cleaning, storage of strips, use of control solution, application of sample, and meter/lab comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8